Manufacturer narrative:
This is the same event as 3010536692-2014-01153, 01152, 01154.

Event description:
Allegedly during a clinical study site initiation visit, dr. (B)(6) stated that a couple of years ago he had removed a profemur modular stem with the big femoral head and a conserve plus shell. He stated that the neck was black, which he believed was a sign metal debris.